Manufacturer narrative:
It was reported end-user developed a "square/rectangle rash/red area where the white absorbent bandage pad was." Email received from end user's father, who provided additional information in regards to this incident. Reporter states, "placed a curad bandage on a very mild superficial wound 1/25/21, upon removal on 1/29/21 the area under the white pad was observed to be extremely red. " reporter further described the skin reaction as, "very red, in the exact shape of the white pad, no discharge, no heat, no pain." Reporter states, end-user has used the product in the past and "and no reactions were observed or experienced." Reporter states, end-user has no allergies. Reporter states, on (B)(6) 2021 he took end-user to woodinville pediatrics, woodinville wa 98072 to see a physician who prescribed a steroid topical anti-inflammatory (triamcinolone acetonide 0.1% topical ointment applied twice daily). Reporter states, "red area is now completely normal as of 2/15/21." Samples are available for return and have been requested for return and evaluation. No further information is available. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported end-user developed a "square/rectangle rash/red area where the white absorbent bandage pad was."

Manufacturer narrative:
Changed/additional information added. D9 device available for evaluation -no. G6 type of report - follow-up. H3 device evaluated by manufacturer - no, not returned to the manufacturer. H2 if follow-up what type? Additional information. H6 type of investigation- 4109, 4114. H5 investigation conclusion - 67, cause/ zcd00006/unconfirmed defect. H10 investigation report reads as follows, 3/1/2021. Investigation summary: "no sample was provided for evaluation of the concern. Adhesive does react to each person's skin differently. Variable conditions such as temperature, humidity, and length of wear may also affect the bandage, causing the issue experienced. Our adhesive levels are monitored throughout the manufacturing process to ensure a consistent product and every lot is tested for adhesive strength and weight. Based on this the issue cannot be confirmed. The complaint history was reviewed and this is the first complaint of this nature on this item. We will continue to monitor the issue and provide corrective action as needed."

Event description:
It was reported end-user developed a "square/rectangle rash/red area where the white absorbent bandage pad was."